Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states unit does not alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit alarmed when turned on, as it should, and no other issues were found, so the original complaint issue was not confirmed.

Event description:
The dealer states unit does not alarm.